Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to breathing circuit section d4: model number and catalog number updated to rt202 section d4: device identification details were not provided section g1: manufacturer contact details updated section g4: PMA/510(k) number updated. Method: the subject (B)(6) vented autofeed humidification chamber was returned to fisher & paykel healthcare in new zealand for investigation, where it was visually inspected and analysed. Results: visual inspection of the returned mr290v chamber identified a gap between flange and rolled base. Additionally the gasket did not appear to be in the correct position and a leak test confirmed a leak in this area. Conclusion: the reported leak was confirmed and was due to insufficient seal at the chamber base. Every (B)(6) chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the rt202 adult breathing circuit state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that an mr290v vented autofeed humidification chamber, provided as a part of an rt202 adult breathing cirucit, was found leaking water during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative, that a mr290v vented autofeed humidification chamber was found leaking water during patient use. There was no reported patient consequence.